Event description:
Report received from the USA regarding a motor device in which an air leak was observed from the hose near the handpiece of the motor device. The alleged defect was observed during a routine inspection . The device was not used in surgery. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).